Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise. The noise was oversensed, but did not result in pacing inhibition. Further review noted that all other measurements were within normal limits, but there was one out of range pace impedance measurement of greater than 3000 ohms recorded almost one year ago. Impedances have remained stable since. The patient is not dependent. At this time, the lead remains in service and the patient is being monitored. No adverse patient effects were reported.